Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the error message, "try again in 10 minutes," when scanning the adc freestyle libre sensor on day 5 of wear. As a result of the customer not having an alternative way of testing his/her blood sugar, on (B)(6) 2019 the customer became hypertensive and very thirsty and then made hcp contact where he/she received "regular insulin" (dosage unknown) for hyperglycemia and an unspecified antibiotic for a urinary tract infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving the error message, "try again in 10 minutes," when scanning the adc freestyle libre sensor on day 5 of wear. As a result of the customer not having an alternative way of testing his/her blood sugar, on (B)(6) 2019 the customer became hypertensive and very thirsty and then made hcp contact where he/she received "regular insulin" (dosage unknown) for hyperglycemia and an unspecified antibiotic for a urinary tract infection. There was no report of death or permanent injury associated with this event.